Manufacturer narrative:
The device was evaluated by olympus. The evaluation found an intermittent "e224" error (unable to recognize subject); the cause was assigned to cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-eb, 4k camera head to olympus for repair due to a report of "bad image." Upon inspection and testing of the returned device, it was found that error "e224" occurred and no image was present. This report is submitted due to the e224 error with no image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding the image is poor, since the phenomenon was not reproduced and the image quality was normal, the root cause could not be estimated. Regarding the e224 error, it is likely that e224 occurred due to a cable failure after the product was shipped, but the root cause could not be estimated. Olympus will continue to monitor the field performance of this device.